Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 570 mg/dl and the cause of bg was unknown. Bg was addressed with intravenous insulin at the doctor's. Reportedly, the supplies were changed to address the event.